Event description:
It was reported that during a tunnel filling with iliac crest cancellous bone with the help of the ordered hollow burrs (12mm) something went wrong during the second use of the device. The provided pictures show that the depth graduation shaft of the device is cracked and bent at the tip. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with he same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-1227s serial/batch number (B)(6) was received for investigation. Component c2318-16-cannulated coring reamer 12mm was received for investigation - no collared pin, 12 mm was received with the device. Visual inspection identified that the cannulate coring reamer shaft at the distal end close to the teeth of the reamer is cracked and open. More in-depth visual evaluation observed heavy scratches lines in the inside diameter at the distal end close to the device's teeth and along the device shaft. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces upon insertion/use.. However, the most probable cause is applying excessive mechanical forces upon insertion/use.